Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the infusion device display was half blank, affecting the values being displayed. No adverse event was reported. The infusion device was requested to be returned for product evaluation.